Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 - date of event - the incident occurred on an unknown date in january 2024. D6a - implant date - the device was implanted on an unknown date in (B)(6) 2016. D6b - explant date - the device was explanted on an unknown date in (B)(6) 2024. D10 - concomitant devices - nexgen stemmed precoat cemented tibial component size 5 catalog #: 00598004701 lot #: 62751847, nexgen precoat tibial block and screws size 5 5mm catalog #: 00598800526 lot #: 62758369, nexgen sharp fluted stem extension . 15mm x 75mm x 120mm catalog #: 00598801515 lot #: 62440595, nexgen precoat femoral. Component size h left catalog #: 00596001851 lot #: 62598654. G2 - report source - foreign: event occurred in ireland. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and difficulty walking approximately seven (7) years and three (3) months post-operatively. Attempts have been made; however, additional information is not available.